Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The user informed customer information center (cic) of olympus medical systems corp. (Omsc) by telephone that during the reprocessing the error e99 occurred on the subject device and the user had not checked the concentration of the disinfectant solution with the test strip, also the user had performed cleaning nine times and disinfection sixteen times with subject device. Then after the field service called and asked the user to check the concentration the disinfectant solution with the test strip and it could not pass. It was unknown when the last reprocessing was performed with the subject device. The subject reprocessing was cancelled. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc concluded that the reported event was caused by a user's mistake in the management method of the disinfectant solution. If additional information is received, this report will be supplemented.